Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done and the patient was advised to monitor their heart rates during exercise and prevent their heart rate from exceeding 140 bpm (beats per minute).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) observed under treated vf (ventricular fibrillation) while the patient was exerting themselves at the gym. The rv lead remains in use. No patient complications have been reported as a result of this event.